Event description:
It was reported that the stent was broken. A 10.0-37 carotid wallstent was selected for use. During the procedure, it broke while retrieving the undeployed stent.

Event description:
It was reported that the stent was broken. A 10.0-37 carotid wallstent was selected for use. During the procedure, it broke while retrieving the undeployed stent.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. The device was returned with the stent in the correct position on the delivery system. The investigator was unable to deploy the stent due to a complete break of the outer shaft, severe kinking, and solidified media within the device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified that the outer shaft has detached at the guidewire port. The shaft was also found to be severely kinked at multiple locations. This type of damage is consistent with excessive force being applied to the device.